Event description:
According to the complaint, the user scanned the barcode directly, and if the result that appeared on the analyzer was not in accordance with the barcode on hand, the user would scan once again, then it usually came back to normal, or the user would manually change the digit on the analyzer. No patient was maltreated, but the treatment might be a little bit delayed because the technician needed to find out the missing sample.

Manufacturer narrative:
The root cause to this specific event was not identified. The customer used a code-39 barcode, which do not have a check digit. A barcode without check digit can be misread, especially if the quality of the barcode is not good. On 2020-02-19 it was decided to initiate a field action making software version 6.19 mandatory for all abl800 flex analyzers. Software version 6.19 scans the barcode three times in each direction (as opposed to once in the previous versions). For barcode types without a check digit, this may potentially reduce the risk of misinterpretation.